Manufacturer narrative:
(B)(4).

Event description:
It was reported that following an electrical storm, the ac adapter of the patient transmitter exhibitted electrical damage. It was noted that other electrical items in the home exhibited similar damage. The unit was non-operational and remained in the field.

Manufacturer narrative:
Final analysis found chip circuit board anomaly which resulted in power up anomaly.